Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the expiratory cassette was defective and in need of replacement. Replacement of the expiratory cassette solved the issue. The issue was confirmed in the provided log files. Pc the expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).